Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:32:26. During night drain cycle three, the patient's ultrafiltration reading was 2153ml, indicating the home patient drained 2153ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.